Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this patient suffered from a fall and it is believed to have caused a right ventricular lead fracture, which in turn caused a lead safety switch to occur. Looking back on the daily measurements a rise in impedance measurements occured around the same time as the fall. A lead revision procedure will be scheduled. To date, there have been no additional adverse patient effects reported.